Manufacturer narrative:
(B)(4). This was the patient's first rns system implant.

Event description:
The neurosurgeon reported that the patient had a pin-hole sized opening along the incision. The patient was taken to the or on the night of (B)(6) 2018 for cleaning of the infected area. The infection was determined to be more significant than anticipated and the patient was scheduled for explant of the rns system. The neurostimulator and all leads were explanted on (B)(6) 2018. The infection was categorized by the treating site as deep incisional.